Event description:
The customer reported to customer service that her pump in style breast pump had low suction which in turn the customer developed mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that she had experienced loss of suction and the development of mastitis after three days of use. She was diagnosed by dr. (B)(6) and prescribed keflex to treat the mastitis. She also reported of seeing a lactation consultant with her previous baby, but not for this baby. She also indicated that she would send the original product back for us to analyze, however, as of the date of this report, the product has not been received by medela. If the product is returned and evaluated by qe resulting in any new information, a follow up report will be filed. "Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).